Event description:
The patient reported that the down arrow button requires several hard button presses to activate desired pump functions. The issue reportedly occurred about six months prior and was gradually getting worse over time. The patient denies tears or peeling of the keypad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.